Event description:
On (B)(6) 2013, the lay user/patient contacted lifescan (lfs) alleging her onetouch ultra2 meter was not powering on. The complaint was classified based on the customer care advocates (cca) documentation. The patient claimed the alleged issue began on an unknown date/time in (B)(6) 2013. The patient reportedly manages her diabetes with oral medications (unknown type) and reported that she exercise in response to the alleged issue at the end of (B)(6). On an unknown date/time after the alleged began, the patient claimed denied making any changes to her medication. She claimed that immediately after attempting to test with the subject device she developed symptoms of ¿nausea, dizziness, weakness and urination.¿ she denied receiving any treatment for her symptoms. At the time of troubleshooting, the cca noted that the subject device was not brand new. The patient was using the correct test strips. The meter powered on with the power button, but not with the test strip that she used when the meter did not power on. Replacement products were sent to the patient and subject products are pending return for investigation. This complaint is being reported because the patient reportedly developed symptoms suggestive of hyperglycemia after the alleged meter issue began.

Manufacturer narrative:
Follow-up # 1 ¿ (07/17/2013). The patient¿s meter has been returned and evaluated by lifescan product analysis on 7/8/2013 and 7/10/2013, respectively, with the following findings:the meter passed all testing with no faults found. The reported issue could not be confirmed. The retain test strips also passed all testing. A DHR (device history record) was completed on 07/08/2013 for this product and no deviations, non-conformances, or reworks were observed. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.